Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and metallosis "everywhere in patient." Update rec'd 3/9/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort. A doi has been provided. There is no new additional information that would affect the investigation. Update 4/22/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, malpositioned cup causing impingement, and an acetabular screw that was left in as the top was sheared off. The cup, stem, and screw are bring added to the complaint. Part/lot is being updated for the head and liner. The complaint was updated on: 4/22/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.